Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
Device issue: balloon rupture/separation. Time of device issue: during the procedure. Adverse event: medical intervention to remove separated balloon/tip. Onset of adverse event: during procedure. It was reported that during inflation at an unk pressure, the fox plus balloon ruptured. Part of the balloon and tip separated inside the pt, but remained on the guide wire. A 10f sheath was inserted and the separated portion was able to be removed on the guide wire through the sheath. There were no pt effects. Although requested, no additional info was obtained.